Event description:
It was reported that the patient originally had his inflatable penile prosthesis (ipp) device implanted in (B)(6) 2022. He reported having difficulty squeezing the pump which resulted in only being able to inflate the device halfway. When the patient saw his physician, the physician was unable to inflate the device fully because the patient experienced discomfort. The ipp device was explanted, and a new tactra penile prosthesis device was implanted. There were no patient complications.